Event description:
It was reported that the screw head came loose during surgery when the screw was already three fourths in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the bushing of the screw head indeed came off, three fourths of the top thread is broken off. We do suppose that the retain-sleeve has not been tightened up enough, and caused the screw head to rip out of its position. Please note that we have identified these kind of problems, therefore, our pdc has already initiated a design change of the retain-sleeve in order to eliminate such problems in the future.